Manufacturer narrative:
Placement signal issue: clinical details reported that the psnr alarm triggered on (B)(6) 2025. The pump was not replaced due to the issue. Data logs were reviewed, and the report was confirmed. On this date, there were two instances of the dp ps drifting down to -50 and then returning over the course of 4 hours, which aligns with the csc call noted in the clinical. At the end of the second instance, alarm 1052 triggered (psnr) and did not resolve for the rest of the case. During the instances of drift in the dp ps as well as after psnr triggered, the raw optical signal and motor current both remained stable. Product was not returned for investigation. Based on the signatures noted in data log review, the most likely root cause of the placement signal issue is sensor drift. It cannot be confirmed without product return. Access site bleed: clinical details report that the patient had oozing coming from a spinal fusion access site. The team troubleshot the complication by holding heparin. Product was not returned for investigation. Since the clinical details provided report that there was only bleeding coming from a non-impella access site, the root cause of the access site bleed was determined to most likely be patient condition. Optical signal issue: an optical signal issue failure mode was added after data log review pertaining to the report that the team was unable to transduce the cvp and it was being calculated as 0 mmhg on the aic on (B)(6) 2025. A 500cc bolus of fluid was administered with no change. Data logs were reviewed, and the optical signal 5s were all within specification the entire case, indicating a strong signal. That being said, there was an isolated instance around 5:00 pm on (B)(6) 2025 where the cvp calculation was measuring values below -100 mmhg. When this occurs, the cvp calculation will become dashed out on the console screen. This is typically indicative that the sensor is in a suction condition. At the time, pump flows were noted to be variable while running at p-7, however, there were no suction alarms and clinical details reported that a 500 cc fluid bolus didn't resolve the complication. Product was not returned for investigation. Since product wasn't returned for investigation, data logs did not show definitive evidence to explain a negative cvp calculation, and insufficient clinical details were provided, the root cause of the optical signal issue could not be determined.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported that a patient was on impella rp flex. During support, it was reported that there was oozing from spinal fusion site and they were holding heparin. The impella rp flex was successfully weaned and explanted.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Placement signal issue: clinical details reported that the psnr alarm triggered on (B)(6) 2025. The pump was not replaced due to the issue. Data logs were reviewed, and the report was confirmed. On this date, there were two instances of the dp ps drifting down to -50 and then returning over the course of 4 hours, which aligns with the csc call noted in the clinical. At the end of the second instance, alarm 1052 triggered (psnr) and did not resolve for the rest of the case. During the instances of drift in the dp ps as well as after psnr triggered, the raw optical signal and motor current both remained stable. Product was not returned for investigation. Based on the signatures noted in data log review, the most likely root cause of the placement signal issue is sensor drift. It cannot be confirmed without product return. Access site bleed: clinical details report that the patient had oozing coming from a spinal fusion access site. The team troubleshot the complication by holding heparin. Product was not returned for investigation. Since the clinical details provided report that there was only bleeding coming from a non-impella access site, the root cause of the access site bleed was determined to most likely be patient condition. Optical signal issue: an optical signal issue failure mode was added after data log review pertaining to the report that the team was unable to transduce the cvp and it was being calculated as 0 mmhg on the automated impella controller (aic) on (B)(6) 2025. A 500cc bolus of fluid was administered with no change. Data logs were reviewed, and the optical signal 5s were all within specification the entire case, indicating a strong signal. That being said, there was an isolated instance around 5:00 pm on (B)(6) 2025 where the cvp calculation was measuring values below -100 mmhg. When this occurs, the cvp calculation will become dashed out on the console screen. This is typically indicative that the sensor is in a suction condition. At the time, pump flows were noted to be variable while running at p-7, however, there were no suction alarms and clinical details reported that a 500 cc fluid bolus didn't resolve the complication. Product was not returned for investigation. Since product wasn't returned for investigation, data logs did not show definitive evidence to explain a negative cvp calculation, and insufficient clinical details were provided, the root cause of the optical signal issue could not be determined. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6: added optical signal issue "2917" as part of a retrospective review of optical signal issues in accordance with FDA recommendation.

Event description:
During support, it was reported that the device exhibited an optical sensor issue. The customer was advised that the sensor was most likely up against a wall and therefore miscalculating flows. Hemodynamics were stable. There was also placement signal not reliable (psnr) alarm. The impella was successfully weaned and explanted.